Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted for fatigue, chest pain and edema. The patient was started on inotropic therapy but then experienced multiple episodes of ventricular tachycardia and the patient¿s implantable cardioverter defibrillator (ICD) delivered 2 shocks. The patient was also noted to have a pseudomonas driveline infection and started on intravenous (IV) antibiotics. Patient struggled with failure to thrive, poor nutritional status, right heart failure, nausea, intermittent vomiting, and episodes of diarrhea with a concurrent sacral wound. The patient was also reported to have hematuria earlier in the week. The family and care team ultimately decided to place the patient on hospice status. The patient expired about 2 weeks later.